Event description:
The bravo recording device was programed for a 96 hour study. The capsule was placed on a wednesday. The bravo recorder device was returned on the following monday and the study was downloaded per protocol. The bravo recorded 27:52 hours. Given imaging technical support was called and stated after reviewing the results, there was a capsule failure.